Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was starting therapy on arctic sun device for a 57-year-old post-cardiac arrest patient and was getting a patient line open alert (alert 01). The target temperature was 33c, flow rate was 0lpm, inlet pressure was -0.4psi, circulation pump command was 100 percent, pump hours was 1758 and system hours was 1924. They stopped therapy, emptied, and disconnected the pads and placed the device in manual mode. The flow was 1.7lpm, inlet pressure was -7.3psi, circulation pump command was 57 percent. They connected pads one at a time. The left thigh pad had flow of 0.9lpm, inlet pressure of -6.8psi and circulation pump command of 52 percent. The right thigh pad had flow of 1.5lpm, inlet pressure of -6.9psi and circulation pump command of 98 percent. The right chest pad had flow of 2.4lpm, inlet pressure of -6.7psi and circulation pump command of 100 percent. The left chest pad had flow of 2.8lpm, inlet pressure of -6.8psi and circulation pump command 100 percent. They had put the device back in automatic mode and the flow was 2.8lpm. Mis suggested putting a note on the device to send the device to biomed for evaluation once therapy was complete. Per customer via phone on 09dec2022, it was reported that the device never reached accurate flow. Tried turning the device on and off, but that did not help resolve the issue. Contacted mis, did troubleshooting. The mis determined that the pump life on the device was expiring and needed to be replaced. Borrowed a device from the ed. The nurse did not know if therapy was completed, it was shift change, so the nurse left and did not know if the device went to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was starting therapy on arctic sun device for a 57-year-old post-cardiac arrest patient and was getting a patient line open alert (alert 01). The target temperature was 33c, flow rate was 0lpm, inlet pressure was -0.4psi, circulation pump command was 100 percent, pump hours was 1758 and system hours was 1924. They stopped therapy, emptied, and disconnected the pads and placed the device in manual mode. The flow was 1.7lpm, inlet pressure was -7.3psi, circulation pump command was 57 percent. They connected pads one at a time. The left thigh pad had flow of 0.9lpm, inlet pressure of -6.8psi and circulation pump command of 52 percent. The right thigh pad had flow of 1.5lpm, inlet pressure of -6.9psi and circulation pump command of 98 percent. The right chest pad had flow of 2.4lpm, inlet pressure of -6.7psi and circulation pump command of 100 percent. The left chest pad had flow of 2.8lpm, inlet pressure of -6.8psi and circulation pump command 100 percent. They had put the device back in automatic mode and the flow was 2.8lpm. Mis suggested putting a note on the device to send device to biomed for evaluation once therapy was complete. Per customer via phone on (B)(6) 2022, it was reported that the device never reached accurate flow. Tried turning the device on and off but that did not help resolve the issue. Contacted mis, did troubleshooting. The mis determined that the pump life on the device was expiring and needed to be replaced. Borrowed a device from the ed. The nurse did not know if therapy was completed, it was shift change so nurse left and did not know if the device went to biomed.